Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pulsed field ablation (pfa) procedure for the treatment of atrial fibrillation, a vasovagal response and heart block occurred which required pacing support as well as a cardiac perforation that required pericardiocentesis. Following successful transseptal access, the pfa catheter was advanced into the left atrium. Delivery of the initial set of ablation lesions was initiated when the patient experienced a vagal response, and pfa delivery was discontinued. Heart block was observed so the physician removed the duo-decapolar diagnostic catheter from the coronary sinus and repositioned it in the right ventricle for pacing support. Ablation in the left atrium was completed. During post-ablation mapping, with the pfa catheter positioned mid-chamber and the guidewire fully retracted, the patient developed hypotension. Intracardiac echocardiography revealed a pericardial effusion surrounding the right ventricle. A pericardiocentesis was performed to stabilize the patient. The physician alleges that the cardiac perforation occurred during delivery of the right-sided ablation lesions and attributed the event to the diagnostic catheter. There were no performance issues with any abbott device. The patient has since been discharged.